Event description:
The customer's blood glucose was unknown. It was reported that the customer received a blank display. The customer stated there was no sign of physical damage. The insulin pump was not exposed to moisture. Customer stated that there was no damage or corrosion to the contacts on the battery compartment or on the battery cap. Customer inserted a new aaa energizer battery, and the display returned. The insulin pump also passed a self test. Shortly after, the blank display occurred again. Advised that the insulin pump would be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.